Manufacturer narrative:
During the fill tubing step, the user guide states: tap stop after 3 drops of insulin are seen at the end of the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the blood glucose (bg) level was 519 mg/dl and the cause was not known. The cartridge and infusion set were changed. A correction bolus was delivered. A pump system check was performed and no device issue was observed. The bg level decreased to 503 mg/dl. After changing the supplies again, bg was in the 600s mg/dl. The customer disconnected from the site and did not observe insulin exiting from the tubing. During troubleshooting with tandem technical support, the customer reported to have inadvertently forgotten to perform the fill tubing and cannula step during the load process. The customer received a valid resume alarm 18 as insulin was stopped during troubleshooting. Insulin delivery was resumed. Upon follow up, the bg level had dropped and the customer required no further assistance.